Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During evaluation, the reported issue was confirmed: the foreign material found was clogging the nozzle so the water and air supply volumes did not meet specifications. The clog at the nozzle also caused the water removal ability to fail specifications. Functional testing showed the up/down directional knob had excess play and the bending angle for the up direction did not meet with specifications. Both directional issues were caused by a worn angle wire. During visual examination, the following additional issues were found: the up/down directional knob was damaged and no longer water tight; the connector cover was scratched; the adhesives around the light guide lens were cloudy and peeling; the adhesives around the objective lens was cloudy; the universal cord was wrinkled and scratched; the connecting tube was scratched; the paint on the suction cylinder was peeling; the adhesive on the bending section cover was cloudy and chipped; and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a water flow issue. The issue was identified during a procedure (diagnostic upper endoscopy) and the procedure was completed using the same device. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.